Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that sometime after the date of implant the patient developed some abdominal symptoms, malaise and underwent a CT scan, an inflammatory reaction developed in his omentum and the doctor went in laparoscopically. Pt underwent an add'l laparoscopic procedure (exploratory).